Manufacturer narrative:
Section d4: the serial number that was provided in the initial report is for the cardiomems patient electronics system which is reported under MFR #3004936110-2023-00324. The lot number for the cardiomems power supply is unknown.

Manufacturer narrative:
One cardiomems patient electronic system power supply was received for evaluation. Visual inspection verified the power supply had cables that were frayed and wires were exposed. A standard power supply was connected to the unit. The unit was powered on with no issues observed. Review of the device history record was not possible as the lot number is unknown. The field reported event of exposed wires on the power extension cable was confirmed.

Event description:
This report is to advise of an event observed during analysis confirming fraying cables and exposed wires on the cardiomems power supply.